Manufacturer narrative:
Two broken cables were discovered on an x-ray during the investigation of a previously reported legal event. The two broken cables could not be identified by the x-ray but the implant sheet provided a list of all of the cables implanted. Below is the list of cables provided by the patient's attorney: cat # 6704-0-520, lot # 42150302, description: d-m 2.0mm beaded cable set vit qty: 3. Cat # 6704-0-520, lot # 41666801, description: d-m 2.0mm beaded cable set vit qty: 2. Cat # 6704-0-520, lot # 41464605, description: d-m 2.0mm beaded cable set vit qty: 1. Cat # 6704-0-520, lot # 42041401, description: d-m 2.0mm beaded cable set vit qty: 2. Cat # 6704-0-520, lot # 42707404, description: d-m 2.0mm beaded cable set vit qty: 1. Cat # 6704-0-520, lot # 42363706, description: d-m 2.0mm beaded cable set vit qty: 2. Cat # 6704-0-520, lot # 42710903, description: d-m 2.0mm beaded cable set vit qty: 1. Cat # 6704-0-520, lot # 42375403, description: d-m 2.0mm beaded cable set vit qty: 1. Cat # 6704-0-520, lot # 42375413, description: d-m 2.0mm beaded cable set vit qty: 2. Cat # 6704-0-520, lot # 42149701, description: d-m 2.0mm beaded cable set vit qty: 1. Cat # 6704-0-520, lot # 42149909, description: d-m 2.0mm beaded cable set vit qty: 1. Cat # 6704-0-520, lot # 42647604, description: d-m 2.0mm beaded cable set vit qty: 1. Cat # 6704-0-520, lot # 42041304, description: d-m 2.0mm beaded cable set vit qty: 1. Cat # 6704-0-510, lot # 41511902 (1) and 42198813 (1), description: md vit slv and 2.0mm homog cbl. An event regarding crack/fracture involving two dall miles cables was reported. The event was confirmed. However, based on the information it cannot be determined which two cables fractured. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: x-rays dated (B)(6) 2013 are multiple views of the left hip and femur demonstrating the same acetabular shell without screws and a new larger restoration modular stem with two large cortical allografts, one anteromedial and one posterolateral, along with two dall-miles cables reattaching the greater trochanter, along with eleven dall-miles cables around the femur and allografts distally. The hip is reduced and the components are in nominal position. X-rays dated (B)(6) 2013 are multiple views, which are unchanged. X-rays dated (B)(6) 2013, (B)(6) 2013, (B)(6) 2014, (B)(6) 2014 and (B)(6) 2014 are multiple views of both hips, unchanged on the right. The left hip has two dall-miles cabled on the greater trochanter that are now broken with further displacement of the greater trochanteric fragment and some progression of callus around the previously placed allograft. The femoral and acetabular component appear stable. There is no examination of the explanted components available. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, patient history, progress notes is needed to fully investigate the event. If further information and/or device becomes available, this investigation will be re-opened.

Event description:
X-rays revealed that the left hip has 2 dall-miles cables on the greater trochanter that are broken.

Manufacturer narrative:
Two broken dall miles cables were found during an x-ray review. The catalog number and lot code could not be determined. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
X-rays revealed that the left hip has 2 dall-miles cables on the greater trochanter that are broken.